Event description:
It was reported that (1) device was used during a laparoscopic sterilisation. It was reported by the affiliate that the 578sd seal (diaphragm) inside instrument is leaking. Another device was used to complete the case. There was no consequence to the patient.